Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the customer experienced high blood glucose levels. The customer's blood glucose level was 400 mg/dl at the time of the incident. The customer did not mention how they treated. The customer did not mention any symptoms. It was unknown if auto mode was active during the event. The customer also reported needing to get transmitter connected to the insulin pump. Customer was assisted in successfully connecting the transmitter to the insulin pump. The insulin pump will not be returned for analysis.